Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the sagittal saw attachment device was getting hot and failed the oscillation frequency test. It was further reported that the blade device was flapping while oscillating. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device. Visual and functional assessment found that the device failed oscillation frequency, gets hot and the blade flapped when running. It was also noted that the device had liquid inside, damaged o-rings, corroded bearings and a worn out exit shaft and housing. The assignable root cause was determined to be improper cleaning methods, immersion/improper handling of the device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.